Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
It was reported that there was an under infusion of cefepime (2 gm/50 ml) to a patient being treated for pneumonia. The infusion of cefepime was programmed to begin at 6:42 am over four (4) hours at a rate of 12.5 ml / hour. However, four (4) hours following the start of the infusion there was 30ml of medication left in the bag. The infusion took over 5 hours to complete. Patient did not have any symptoms or abnormal lab results. Patient and clinician noted that cefepime infusion of 2 grams that was supposed to run over 4 hours was running over more than 5 hours. The patient and clinician indicated that this had happened for the last "4-5 doses" there was patient involvement and no harm.